Event description:
The customer reported that the t:slim x2 pump battery would not charge, despite trying different wall adapters and charging cables. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump as the issue persisted and the pump was already scheduled for replacement due to a malfunction.